Manufacturer narrative:
The report received from the affiliate indicated that the balloon of a cypher stent delivery system ruptured during inflation. The patient had a cypher select+ 2.5x8 mm (1st stent) implanted in the lad without complications. Then, treatment of de novo lesion in the 1st diagonal with 99% stenosis and heavily calcified was conducted. The vessel was 2.0-2.0 mm in diameter with moderate tortuosity. A 2.5x13 mm cypher select + (2nd stent) was inserted but it would not cross the lesion. Therefore, pre-dilation was conducted with the sds of the 1st cypher select + at 12 atm and the 2nd cypher select + could be delivered to the target lesion. While the 2nd cypher select + was being inflated at 14 atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the 2nd cypher select+ was retrieved from the patient. Then, a des (xience: 2.5/12 mm) was implanted at 11 atm proximal to the 2nd cypher select+ from the ostium of the 1st diagonal. Post-dilation was conducted with the sds of the 1st cypher select+ and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The device prepped normally. The brand of contrast media used is not known but the ratio was 1:1. An indeflator was used but the brand is not known. The same indeflator was used with other devices without issues. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Without the product available for analysis the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.

Manufacturer narrative:
Gw: tgv iii next. Gc: profit pf6-jl35sh. Stent: cypher select+ 2.5/8mm, xience 2.5/12mm. This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that initially, treatment for mid lad was conducted and the 1st cypher select+, a 2.5x8mm stent was implanted. Then, treatment for 99% de novo, heavily calcified lesion in the 1st diagonal was conducted with 2.0-2.0mm vessel diameter with moderate vessel tortuousity. When the 2nd cypher select+, (a 2.5x13mm: complaint product) was delivered to the target lesion, it would not cross the lesion. Therefore, pre-dilation was conducted with the sds of the 1st cypher select+ at 12atm and the 2nd cypher select+ could be delivered to the target lesion. While the 2nd cypher select+ was being inflated at 14atm, the balloon ruptured. Balloon rupture was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the 2nd cypher select+ was retrieved from the patient. Then, a des (xience: 2.5/12mm) was implanted at 11atm proximal to the 2nd cypher select+ from the ostium of the 1st diagonal. Post-dilation was conducted with the sds of the 1st cypher select+ and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The device prepped normally. The brand of contrast media used is not known, but the ratio was 1:1. An indeflator was used, but the brand is not known.